Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise on the ventricular lead. The sense/pace portion of the lead was capped and replaced. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.